Manufacturer narrative:
Initial.

Event description:
It was reported that the patient ate cake for breakfast, then experienced a low blood glucose reading of 56 mg/dl; the patient self-treated with oral sugar and water, and the daughter indicated this was not the first such episode, after which additional training was assigned. Symptoms included hypoglycemia. Outcomes included an unexpected need for medication-level intervention in the form of oral glucose and the event was considered a serious illness/impairment. Investigation included interviews and analysis of information provided by the user¿s family. Investigation of this case revealed no specific findings, with insufficient information to implicate a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.